Event description:
It was reported that approximately two weeks post implant the patient experienced wound dehiscence and the ipg system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).